Event description:
Allegedly, patient was revised due to malalignment ? Stem/malalignment ? Socket/unexplained pain. Revision njr number: (B)(6). Side:l. Primary asa: p2 - mild disease not incapacitating. Components not revised: phac1214 profemur® neck a/r var/val 2 long cobalt chrome, lot#1683882, qty:1. Pha05512 profemur® l hip stem size 6 ha coated, lot#1712402, qty:1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.